Event description:
Pt reports that syringes were found with needles uncapped inside nonsterile packages. One needle had a large "burr" at the tip. Syringe barrels were sometimes not straight. Plunger tips sometimes did not seal against inner surface of barrel so that air leaked in or insulin leaked out. Occurred prior to discovering problem. (*)